Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Doctor reported that patient felt a "pop" in his hip when he was rolling over in his bed. Doctor discovered when he took the patient back into the or that the trident liner had "spun out" of the shell. At this time no further information is available and the hospital has thrown away the liner. Doctor impacted another 623-10-36f liner successfully and refreshed the stem with a new femoral head. Update 03/june/2019: spoke to rep. The shell was reported well-fixed and was not revised.